Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial oversensing and inappropriate auto mode switch was noted on the implantable cardioverter defibrillator due to external electromagnetic interference. The source of the interference was not known. The patient would continue to be monitored.